Manufacturer narrative:
Testing of actual/suspected device (10): the getinge field service engineer (fse) that encountered the issue, replaced the broken ECG trunk cable, and completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is competed. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), it was found that the ECG trunk cable plug broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g4 [PMA/510(k)#], g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10.

Event description:
N/a.